Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture and high pacing impedance. The right ventricular lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and ¿couldn't confirm the wave crest¿ were not confirmed. As received, a complete lead with stylet inserted was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.